Event description:
The tech reported the side rail would not latch in the up position. The bed is located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the side rail latching mechanism is dirty and sticky from fluid egress. The tech cleaned and lubricated the side rail latch mechanism to resolve the issue. Based on this info, no further action is required.